Manufacturer narrative:
Investigation summary: an analysis was performed on the pictures that were provided by the customer. According to pictures, reddish material was observed inside the pebax. No external damage was observed. The customer complaint was confirmed. The product analysis was performed as appropriate in order to find root cause of complaint. The device was visually inspected and it was found. Reddish-brown material inside of the pebax, a hole was found, metal was exposed. A manufacturing record evaluation was performed for the finished device with lot number 30222969m, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab found a hole on the pebax with exposed metal. During the premature ventricular contraction procedure, the catheter tip was found damaged. A second catheter was used to complete the procedure. There was no patient consequence reported. The image provided by the customer showed blood in the pebax sleeve without visible external damage. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The blood in the pebax was assessed as not reportable as there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device evaluation on november 13, 2019 and noted that the device was returned in the condition reported as the pebax sleeve had reddish-brown material inside it. Therefore, this issue remained assessed as not reportable. During additional assessment on january 21, 2020, a hole was found on the pebax with reddish-brown material inside and exposed metal. The additional finding of the hole found on the pebax with exposed metal was assessed as reportable. Therefore, the awareness date for this reportable finding is january 21, 2020.